Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a thyroidectomy procedure on (B)(6) 2016 and the reservoir was connected to a drain. The reservoir swelled up and negative pressure did not active. Another like device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
Actual device was returned for evaluation. All components are in place and in good condition. During sample evaluation, it was verified that the plate was able to be opened and closed without any issue. Root cause could not be determined.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.